Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with chest pain. Increased capture threshold and decreased r wave sensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The physician suspected rv lead perforation as the cause. The physician attempted to reposition the rv lead but after retracting the helix the helix was unable to extend. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.